Event description:
It was reported that during the implant of a new cardiac resynchronization therapy defibrillator (crt-d), a shock impedance measurement of greater than 200 ohms was observed with this chronic right ventricular (rv) defibrillation lead. Several troubleshooting attempts were made, but this was not resolved. Additionally, a history of elevated pacing threshold measurements were reported. The procedure was completed, and the shock impedance measurements remained greater than 200 ohms. The patient would continue to be followed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention of reprogramming which was performed.

Event description:
Additional information received reported that the pacing outputs were reprogrammed due to the elevated threshold measurements. The patient would continue to be followed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that during the implant of a new cardiac resynchronization therapy defibrillator (crt-d), a shock impedance measurement of greater than 200 ohms was observed with this chronic right ventricular (rv) defibrillation lead. Several troubleshooting attempts were made, but this was not resolved. Additionally, a history of elevated pacing threshold measurements was reported. The procedure was completed, and the shock impedance measurements remained greater than 200 ohms. The patient would continue to be followed. Additional information received reported that the pacing outputs were reprogrammed due to the elevated threshold measurements. The patient would continue to be followed. The lead has been surgically abandoned at this time and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 is being used to capture the medical intervention of reprogramming which was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 is being used to capture the medical intervention of reprogramming which was performed.

Event description:
It was reported that during the implant of a new cardiac resynchronization therapy defibrillator (crt-d), a shock impedance measurement of greater than 200 ohms was observed with this chronic right ventricular (rv) defibrillation lead. Several troubleshooting attempts were made, but this was not resolved. Additionally, a history of elevated pacing threshold measurements was reported. The procedure was completed, and the shock impedance measurements remained greater than 200 ohms. The patient would continue to be followed. Additional information received reported that the pacing outputs were reprogrammed due to the elevated threshold measurements. The patient would continue to be followed. The lead was surgically abandoned at this time and is not expected to be returned. According to new additional information, the rv lead was finally explanted as they wanted a whole MRI compatible system. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code (B)(6) is being used to capture the medical intervention of reprogramming which was performed.

Event description:
It was reported that during the implant of a new cardiac resynchronization therapy defibrillator (crt-d), a shock impedance measurement of greater than 200 ohms was observed with this chronic right ventricular (rv) defibrillation lead. Several troubleshooting attempts were made, but this was not resolved. Additionally, a history of elevated pacing threshold measurements was reported. The procedure was completed, and the shock impedance measurements remained greater than 200 ohms. The patient would continue to be followed. Additional information received reported that the pacing outputs were reprogrammed due to the elevated threshold measurements. The patient would continue to be followed. The lead was surgically abandoned at this time and is not expected to be returned. According to new additional information, the rv lead was finally explanted as they wanted a whole MRI compatible system. A new system was implanted. No additional adverse patient effects were reported.